Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information cannot be anticipated for this report. (B)(4).

Event description:
A nurse reported that an ophthalmic scissors would not work when connected to the handle during vitrectomy surgery. There was no impact to the patient. Additional information is not available for this report.

Manufacturer narrative:
The received scissors sample was found in a plastic bag without the blister. The cover foil was included. The shaft of the instrument was bent. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was bent but it could be activated. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The reported event could not be confirmed because the instrument could be activated and works. The most possible root cause for the bending is external force. The sample was not returned properly and was probably additionally damaged during transport. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).